Event description:
The reporter stated that the hospital conducted a generator test which apparently lead to loss of power to a component of the central patient monitoring system. The hospital's biomedical engineer identified a ups (uninterruptible power supply) that had not maintained power during the generator test. The engineer restored power to give the system component and patient monitoring resumed. The outage duration was about one hour and 13 minutes. No patients were adversely affected by the reported product problem. Note: further details for the patient identifier were not available.

Manufacturer narrative:
The reporter informed us that the item would not be returned for evaluation. The item is a commercial off-the shelf computer accessory (uninterruptible power supply) manufactured by powerware.